Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the inspection result by local service department, omsc presumed that the monitor turned off due to circuit board failure. The cause of circuit board failure could not be identified.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. It was also found that the monitor was getting off automatically due to faulty circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The field service engineer checked the subject device and found that no image was on the monitor. It turned off immediately after switching on. The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, image was not seen on the screen. There was no report of patient injury associated with the event.